Event description:
Hosp has had numerous problems with monitoring system failing to show pacer spikes on pts with pacemakers. This has happened both on pts with internal or external pacemakers. Yesterday hosp had a pt on an external ventricular pacemaker with mas up to 17, EKG showed no pacer spikes. MFR's troubleshooting guide was followed but hosp was unable to correct the problem. This has happened and continues to happen on a routine basis in facility. Hosp feels this is a potential problem that could lead to serious consequences for pts. Because of the monitoring problems, hosp is sometimes unable to accurately interpret the rhythms, and therefore pts could receive inappropriate treatment. The first time this problem was noticed at facility, a prior pt was treated for ventricular tachycardia, they had received lidocaine and was about to be cardioverted before it was noted that the rhythm was actually a ventricular pacer rhythm without pacer spikes, not ventricular tachycardia. The pt needed pacer reprogrammed, not a cardioversion.